Manufacturer narrative:
Product complaint # (B)(4). MFR# 1818910-2019-113858 is being retracted since it was found to be a duplicate of MFR# 1818910-2016-20351. MFR# 1818910-2016-20351 will be kept for investigation purposes.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received ad 17 june 2019. The patient underwent a right knee revision due to pain, discomfort, and difficulty walking. The surgeon noted all components were well-fixed. The tibial tray and femoral component were revised. The patella component was not revised. Depuy cement was used during the primary operation.. Doi: (B)(6) 2014. Dor: (B)(6) 2016. Right knee.